Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, belt's trunk cable connector was severed from the trunk cable. This prevented the electrode belt from connecting to a monitor. The root cause of the damaged trunk cable connector was unable to be positively determined, but was likely physical abuse to the electrode belt. No adverse event resulted from the damaged electrode belt. The last patient to use this belt did not report any deficiencies.

Event description:
A review of service data has detected a reportable problem. During servicing, electrode belt sn (B)(4) the belt's trunk cable connector was missing. The last patient to use this belt did not report any deficiencies.